Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage; stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistance between the proximal and distal markerbands. The bumper tip of the device showed signs of damage to the distal edge. The damage evident is consistent with difficulty advancing the device through a complex anatomy with severe levels of tortuosity or calcification. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely tortuous mid right coronary artery (rca). A 16x3.00mm promus premier&#63507;tent was advanced to treat the lesion. However, the device was unable to cross the lesion and it was noted that the stent struts were flared. The procedure was completed with 16x2.75mm promus premier&#63507;tent. No patient complications were reported and the patient's status good.

Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely tortuous mid right coronary artery (rca). A 16x3.00mm promus premier stent was advanced to treat the lesion. However, the device was unable to cross the lesion and it was noted that the stent struts were flared. The procedure was completed with 16x2.75mm promus premier stent. No patient complications were reported and the patient's status good.